Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Clinic notes were provided. The pump was placed in (B)(6) 2008 and during an office visit on (B)(6) 2014, the patient was ambivalent about whether they wanted the pump replaced or the entire system removed but eventually decided to have the system replaced. The patient had felt that the doctor had not done a good job with the original surgery and the patient was complicated by thromboembolic complications. The patient had been taking coumadin for the thromboembolic complications. The patient also had a placement of a greenfield filter. The physician advised the patient to come off the coumadin 2 weeks prior to the surgery. The pump showed a 5 months replacement warning at this time. The patient was to return in late (B)(6) 2014 or (B)(6) 2015 to schedule the surgery.

Event description:
Blood clots began at the patient¿s initial implant. They acquired blood clots in the lungs and legs, and the patient was in the hospital for seven to ten days. The pump battery was running low, and they needed a new pump placed eventually. The pump would be complicated to install because the patient had blood clots. It was unknown what the pump contained at the time of implant, though it later contained dilaudid.